Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that an alarm occurred: non-critical memory error. The tablet was not used to update the pump. Pump was in shelf state, had never been updated. The rep had another pump and this was not implanted. No further complications were reported. Additional information was received from a manufacturer representative (rep). It was reported that the rep was returning the pump for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated that the issue resolved upon interrogation and it was subsequently implanted. No further complications were reported/anticipated.